Event description:
I had the gastric lap band placed in 2009. I had to get it surgically removed because it caused so much pain, vomiting, and overall several health issues. I didn't lose any weight, event though I was compliant with the device. It caused me to be hospitalized for over 2 weeks prior to being removed. Worst decision of my life.